Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 621 mg/dl. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.